Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent or kinked. The pod arrived fully deployed, delivering over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism. No problems were found regarding the reported needle mechanism complaint. The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported being hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 26.5 mmol/l (477 mg/dl) while wearing the pod between 24 and 36 hours on his back. Symptoms reported include blurry vision, tiredness, dehydration, thirsty, and frequent trips to the washroom. The health care provider told the patient he was ¿borderline diabetic ketoacidosis (dka).¿ the patient was treated with multiple daily injections (rapid acting 3x a day at meals: trurapi and long acting: basaglar). The patient was discharged the following day on (B)(6) 2025. The pod was removed at an unspecified time by the patient¿s wife who smelt/felt insulin when she removed it. The adhesive had been secure. When removed it was noticed that the pink slide had not moved forward, indicating a needle mechanism failure, and the cannula appeared kinked.